Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope had the distal end burnt. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. Distal end section of the endoscope was burned, was likely due to the use of high-energy endo therapy accessories without insufficient distance from tip of the device. Additionally, the investigation observed the device had no image due to a damaged charged coupled unit. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.